Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. It was not reported if the hernia was present prior to the start of pd therapy or if the hernia worsened after pd therapy. The cause of the event was not reported. It was reported the patient was hospitalized for hernia surgery. At the time of this report the patient outcome of this hernia event was not reported. Action with pd therapy at the time of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). During follow up with the reporter, they stated that the hernia was diagnosed after the start of peritoneal dialysis (pd) therapy. The location of the hernia was unknown. The hernia worsened with pd therapy. At the time of this report, the patient was discharged from the hospital (total stay of nine days) and was recovered from the event. The patient was continuing pd therapy at the time of this report. Should additional relevant information become available, a supplemental report will be submitted.